Event description:
It was reported that the implant at tooth site # 3 was removed due to a hex fracture. Pt had adult ortho prior to implant placement. Removal of implant due to lateral wall of internal hex fracture and advance vertical bone loss.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Manufacturer narrative:
Zimvie received one implant, for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number, for similar events and no other complaint was identified. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Based on the investigation and risk management file review, the most likely root cause (for fracture) determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.